Event description:
It was reported that egms revealed noise and the ICD diagnosed it as fibrillation. A high voltage charge was triggered but aborted due to return to sinus. Lead damage is suspected. Lead was explanted. Patient condition is good.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
Internal insulation abrasion was noted at 27.1-27.9cm from the distal tip. The etfe coating was intact at this location.